Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator could not acquire leads ECG. There was no negative patient impact.

Manufacturer narrative:
Pr number: (B)(4).